Event description:
It was reported that during a surgical procedure, a broken bur was found inside the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 2 minute delay; the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.